Event description:
The customer reported being hospitalized due to low blood glucose of 38 mg/dl, and she passed out. Troubleshooting was performed. The reservoir was showing the same amount of insulin that the status screen shows. The customer mentioned that the device was exposed to an MRI while having x-rays on her foot at least three times in a month period, and she also had a CT scan about two weeks ago. The customer stated that insulin was squirting out during priming. The customer called back and stated that she was hospitalized twice last october, but she does not remember any detail on the events since she was treated and released the same day. Advised the customer that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.